Event description:
A (B)(6) pt's download data revealed multiple abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor had intermittent communication faults with processor u104. The cause for the communication faults could not be positively identified but was likely a fractured bga solder joint. The root cause of the fractured solder joint could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective u104 component. The pt was fitted with a replacement monitor.